Event description:
It was reported the doctor attempted to activate the handpiece using the footswitch, there was brief activation followed by no output from either min or max. The doctor tried a different footswitch and was able to complete the case with no patient consequence.